Event description:
During preventive maintenance service, the manufacturer's field service engineer reported the ventilator failed the remote alarm test. The ventilator was not in use on a patient. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector as reported may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The service engineer reported the customer does not use the remote alarm function. The service engineer replaced the main pcb board to correct the reported problem. Performance verification testing was completed per operating specifications and passed.